Event description:
The pt reportedly experienced swelling at the implant site and a scant amount of fluid was present. The pt's implant was protruding slightly. The pt was prescribed antibiotics (type unk). Advanced bionics is in the process of gathering more info. When additional info is received, a supplemental report will be submitted.